Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis found that the returned connector was found to be in good condition with no apparent physical damage. The connector passed a continuity test with no opens or shorts detected. No problem was found. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue was noted intra-perioperatively and had no impact on patient outcome. The delay in surgery was 10 minutes. It was reported that the site was attempting to connect with the imaging system, but it would not connect. They tried another cable, but the issue was not resolved. They ended up bringing in another navigation system to continue. The site alleged that the bulkhead was not working.

Manufacturer narrative:
New information received indicating the correct initial reporter. If information is provided in the future, a supplemental report will be issued.